Event description:
It was reported via repair work order that a brake pedal was broken off with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.